Event description:
Customer reported an incident where "the machine took off too much fluid from the pt"; and that the pt was sick after coming off the prismaflex machine. The customer also stated that the fluid removal was set to remove 50 ml, however, the machine actually removed 779ml. The customer was unable to obtain pt weight info during treatment. No blood loss reported.